Event description:
Boston scientific crm received information that the patient with this pacemaker was lost to followup. During interrogation in 2008, the device was noted to be in fallback mode at ddi with 4 years longevity remaining. The device was interrogated again four days later, and this time, indicated longevity was 1 year in fallback mode at ddi. The longevity of this device should not be 4 years, but rather, 1 year. No adverse patient effects were noted.

Manufacturer narrative:
The device appeared to be on track to meet longevity expectations. It was likely an invalid charge time measurement that caused the error in the longevity determination. The device remains implanted without further complication. Should boston scientific crm receive additional information, this event will be updated.